Event description:
Pump was reported to overinfuse during clinical use. A 1000ml bag of an unknown antibiotic was reported to be set to infuse at a rate of 200ml/hr. 200ml reportedly infused in 15-30 minutes. No medical intervention was needed and no adverse outcome resulted.